Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as sweating, vomiting, and a loss of consciousness. The customer was unable to self-treat and was seen at a hospital where a glucose result of 171 mg/dl was obtained and unspecified IV solutions was administered for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.